Event description:
It was reported that there was a malfunction on the pump, with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.